Event description:
It was reported that the customer was hospitalized on 02/26/2015 due to high blood glucose levels and diabetic ketoacidosis. The customer's blood glucose was 960 mg/dl at the time of admission. The customer stated that her insulin pump would activate the auto off feature two to three times a week while she was sleeping. The customer was treated, at the hospital, with manual injections, an IV, a lot of fluids and insulin. Troubleshooting was done. Advised customer to change the entire infusion set, reservoir, and insulin and then treat per healthcare provider's instructions. The customer stated that the cannula was neither bent nor occluded. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.